Event description:
Nurse attempted to start IV fluids by programming pump. Pump was beeping and flashing the following message: pump malfunction. Nurse turned off pump and tried to reprogram; pump malfunction message appeared again.